Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2011. The cause of death was stated to be natural causes. The caller stated that they do not think the customer passed due to natural causes; he thinks the customer passed due to an overdose. The caller stated that diabetes, high blood pressure, cocpd, and sleep apnea lead to the customer's passing. The caller stated that the customer broke her foot in two placed. The customer had bladder infection; they wanted to clear it before the surgery. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer chose not to wear the insulin pump that day. The caller did not know if the customer used sensors or not. The caller agreed to return the insulin pump for analysis. The caller stated that the battery had been removed years ago. Pump passed functional testing.